Event description:
It was reported that the patient received thirty-five inappropriate shocks due to oversensing of noise in the form of non-physiological fast ventricular sensed events. The physician stated possible subclavian crush, however this was unable to be confirmed by x-ray. Due to movements from the patient position, the change caused inhibition of the biventricular stimulation with short asystolic pause. The broken lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.